Event description:
The customer stated that the insulin pump delivered over 20 units of insulin on its own. The customer stated that the paramedics were called, and her blood glucose reading was 26 mg/dl when they arrived. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.